Event description:
It was reported that the customer called back to tandem technical support and reported additional information that an unspecified malfunction alarm occurred. Customer experienced a "high" blood glucose (bg) level. A manual injection was administered to address the elevated bg. Reportedly, customer continued to use the existing pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.